Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The affected part has not been returned for investigation, however the statement of the biomed localises the compressor as defective component. Investigation of similar events showed the issue is more likely associated to a hole inside the evaporator, that allows the fluid to enter the cooling circuit. In case of a hole of the evaporator, the refrigerant fluid will leak and water will enter the cooling circuit. This situation will cause a damage of the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the main fuse will be triggered. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t constantly damage the main fuse during maintenance. When disconnecting compressor cable, units works fine. There was no patient involvement.